Manufacturer narrative:
A ge rep evaluated the system and repaired a connector on the monitor. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the left monitor flickers and goes blank. No pt injury was reported.